Manufacturer narrative:
Results: the returned neuron 070 had kinks approximately 4.0 cm, 33.0 cm and 97.0 cm from the hub. The device had ovalizations along the distal shaft approximately from 98.0 cm to 111.0 cm from the hub. Conclusions: evaluation of the returned neuron 070 revealed an ovalization on the distal tip. If the device is forcefully gripped or otherwise mishandled, the device may become ovalized. This ovalization likely contributed to the inability to advance a guidewire through the subject device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter (neuron 070). During the procedure, the physician experienced resistance while advancing the neuron 070 through the sheath. The physician was then unable to make a pass with a guidewire through the neuron 070, therefore; the neuron 070 was removed and found to be ovalized. The procedure was completed using another catheter with the same sheath. There was no report of an adverse effect to the patient.